Event description:
It was reported that: the customer observed fire and smoke at the back of the anestasia machine. The customer located the area of fire on the power supply of the gas measurement device.

Manufacturer narrative:
The concerned power supply was requested for investigation, but not yet received. Investigation results will be reported in the follow up report.